Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds had high pressure. Additional malfunctions include the o2 outlet was cracked.